Event description:
It was reported that during a routine device change-out, the set screw was unable to be loosened. A drill was used to remove the screw and the header. The device was explanted and replaced. The patient was stable throughout.

Manufacturer narrative:
(B)(4).